Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant of the right atrial lead, the lead would not stay in position and dislodged from the atrial appendage. The physician elected to remove and replace the lead during the same procedure. The patient was discharged post-procedure.